Event description:
It was reported that, on (B)(6) 2025, upon inspection of the outer packaging it was found to be intact. When opened the product packaging, removed the ureteral stent with material number 778426, cut the sutures with scissors, and prepared to place it. Upon straightening it, it was found that the stent was fractured into three pieces. The surgery could not be completed, so the product was replaced with the same product and the surgery was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed, cause unknown. Received 1 photo sample showing that the stent was fractured into three pieces. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2025, upon inspection of the outer packaging it was found to be intact. When opened the product packaging, removed the ureteral stent with material number 778426, cut the sutures with scissors, and prepared to place it. Upon straightening it, it was found that the stent was fractured into three pieces. The surgery could not be completed, so the product was replaced with the same product and the surgery was completed.